Event description:
Customer reported the insulin pump alarmed button error and esc was not responding. Customer does not recall blood glucose level. Customer she was sleeping when the device alarmed, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. Customer reported her blood glucose that morning was 160 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the insulin pump had intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.